Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Ous MDR - boston scientific received information that a few days post implant, high pacing thresholds were exhibited with this lead. The physician elected to surgically intervene and reposition the lead. No adverse patient effects reported and no allegations against the product. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.